Event description:
It was reported that during an appendectomy procedure, the device could not be closed properly intraoperatively, even though loaded correctly with tr45w with different reloads. The feeling of closing the device was described with metal to metal and could not be fired. The different reloads used also lost their staples. There was no damage to tissue as the device could not be closed and fired. A new device was opened to finish the operation. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Incomplete interrupted cycle the analysis results found that the ets45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was fully fired and in good visual conditions. Additionally three tr45w cartridge reloads were received on a plastic bag. Cartridge (c) was received partially fired 2/3 and with normal lockout which indicates that the device's firing cycle was interrupted.. Cartridge (d) was received partially fired 1/3 and with normal lockout which indicates that the device's firing cycle was interrupted.. Cartridge (e) was received unfired and inside its sterile package. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned cartridge reload (e) and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. No retaining cap issues where noted during visual inspection. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.